Event description:
Lifepak didn't switch over from AED to full-mode when the door was opened. Two different rn's unsuccessfully troubleshoot the machine before I turned it off and on again. The defibrillator then did work successfully. Equipment to be sent to biomed. Physician present during event and aware. Did not result in harm to patient. The event was resolved quickly enough and the patient was in pulseless electrical activity (pea), (AED was not advising a shock either).